Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect troponin result generated on an architect (B)(4) analyzer for one patient. Sid (B)(6) initial result = 1.17 ng/ml, repeat result = 0.10 ng/ml (lab critical value >0.5 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any issues or trends for the complaint lot. Device history record review did not identify any potential non-conformances, non-conformances or deviations associated with the likely cause lot. Historical performance was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit and found to be within the established limits. Therefore, no unusual lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 88705un21 was identified. Section b3 date of event: sid (B)(6): 01-march-2022. Patient 2 (sample ID not known): 24-march-2022.

Manufacturer narrative:
Additional information provided in section b5.

Event description:
Additional patient results provided 3/25/2022. Sample ID not known. The initial result = 0.65 ng/ml, repeat results = 0.05 ng/ml and 0.05 ng/ml. The initial result was not reported out of the lab. No impact to patient management was reported.